Event description:
It was reported that this pacemaker device had stored episodes of pacemaker mediated tachycardia (pmt). Evidence was provided that suggested the pmt episodes occurred continuously since the device was implanted. The pmt algorithm successfully terminated most of these episodes. Technical services (ts) reviewed the events and device settings were reprogrammed to avoid future events. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that this pacemaker device had stored episodes of pacemaker mediated tachycardia (pmt). Evidence was provided that suggested the pmt episodes occurred continuously since the device was implanted. The pmt algorithm successfully terminated most of these episodes. Technical services (ts) reviewed the events and device settings were reprogrammed to avoid future events. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.